Event description:
During pinning of patient's head using radiolucent mayfield frame, radiolucent pin did not properly engage skull, skived and created a forehead laceration that required operative repair. Upon inspecting the pin after the event, it was noted the tip appeared blunt and may have been defective, accounting for the slippage.